Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message" was confirmed based on the archive data review and during the functional testing. The root cause of the reported complaint was the defective processor board. The broken front enclosure and defective processor board were likely attributed to mishandling such as a drop. Visual inspection of the returned platform was performed, and the front enclosure was observed damaged with a large vertical crack going through one of the screw fittings. In addition, the edges of the front enclosure were observed scratched and chipped. The noted physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure will be replaced to remedy the issue. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. Review of the archive data showed a latch error 71 (motor drive train command issue) error message to have occurred around the customer's reported event date; thus, confirming the reported complaint. Latch error 71 is a software logic related fault, which is triggered when the communication between the drivetrain motor and the system processor board fails. The investigation findings revealed the root cause of the latch error 71 was the defective processor board (pca), which will be replaced to remedy the fault. Further review of the archive data showed fault code 27 (encoder fault (> 3000 rpm)) and fault code 28 (loss of clutch connectivity) error messages, unrelated to the reported complaint. The error messages were cleared by the customer, and they were not reproduced during the functional testing. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per auto pulse user advisory list, fault code 27 error message alerts the operator that the driveshaft is rotating too fast at a speed higher than 1000 rpm. This typically occurs if the lifeband is being pulled up on too sharply or due to an internal component error and/or defective encoder. If there is no internal component failure detected, this error message can be cleared when the user press restart. Per auto pulse user advisory list, fault code 28 error message alerts when the brake and clutch monitoring circuit detect a loss of connectivity on the brake driving circuit. This typically occurs if there is an internal component error or malfunction. If there is no internal component failure detected, this error message can be cleared when the user press restart. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During training, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.